Event description:
A user facility report was received reporting an overinfusion. The event was described as "pump set incorrectly. Nitroglycerin ordered 3 cc/hr, but was given at 115 cc/hr. Pt given total of 9 1/2cc in 10 minutes". The hospital rep stated that the nurse misprogrammed the pump to deliver 115 ml/hr instead of the prescribed rate of 3 cc/hr. The pt was a nurse and and noticed the incorrect dose on the pump and called for help. There was no pt injury and no need for medical intervention. Although attempts were made by baxter quality mgmt to obtain add'l info from the reporting facility, details were not available regarding the set up of the device or other medications being administered.